Event description:
It was reported that a remote monitoring transmission was sent due to the physician noting visible pacing spikes on electrocardiogram that do not correlate with the patient's native rhythm. It could not be determined if there was consistent atrial capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2010 (B)(6). (B)(4).